Event description:
Customer experienced multiple assays with discrepant results for three pt samples. The following pt sample was determined to be erroneous. Initial albumin result gave 0.1; repeated on same analyzer gave 3.9 g/dl. The albumin result of 0.1 g/dl was not reported to the physician and pt care was not affected by this result. The customer declined a field service dispatch the day the event was reported as she suspected a clot was in the sample probe which caused the erroneous results. The customer ran controls, pt samples, and a precision study to verify analyzer performance. Customer stated they had not had any additional issues with discrepant results.

Manufacturer narrative:
The fsr was on site the following day to perform preventative maintenance and customer stated he checked analyzer thoroughly and did not find any problems with the analyzer.